Manufacturer narrative:
(B)(4). Concomitant medical products: custom lt ibp med humeral comp, catalog #: cp560539, lot #: 750420. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Elbow revision due to unknown reasons.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Elbow revision due to unknown reasons.